Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead may have caused a perforation and become dislodged. While repositioning the lead, t-wave oversensing (twos) and r-wave undersensing were observed. The lead was moved to a better location. The lead subsequently dislodged again a few days later and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.